Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a low blood glucose(bg) level of 27 mg/dl. The customer was taken to the emergency room (ER) and was administrated d-50. Customer left ER the same day in stable condition and bg levels approximately 150 mg/dl. Customer did not know cause of low bg. Although requested, customer did not upload pump data for review. Recommendation was made for customer to consult with healthcare provider. Reportedly, the customer reverted to manual injections for insulin therapy.